Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I h've had my ehell for almost eight years') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("I h've had my ehell for almost eight years"), tooth loss ("teeth were falling out"), tooth fracture ("teeth breaking"), alopecia ("hair falling out") and weight loss poor ("can't lose weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the tooth loss, tooth fracture, alopecia and weight loss poor outcome was unknown. The reporter considered adverse event, alopecia, medical device removal, tooth fracture, tooth loss and weight loss poor to be related to essure. Concerning the injuries reported in this case the following were reported via social media- alopecia, tooth fracture, tooth loss and weight loss poor. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I 've had my ehell for almost eight years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("I 've had my ehell for almost eight years"), tooth loss ("teeth were falling out"), tooth fracture ("teeth breaking"), alopecia ("hair falling out") and weight loss poor ("can't lose weight"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the tooth loss, tooth fracture, alopecia and weight loss poor outcome was unknown. The reporter considered adverse event, alopecia, medical device removal, tooth fracture, tooth loss and weight loss poor to be related to essure. Concerning the injuries reported in this case the following were reported via social media- alopecia, tooth fracture, tooth loss and weight loss poor. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report